Event description:
The customer reported that they had a speaker operation problem and no sound was emitted from the x2. No sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction.